Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. On 22-oct-2024, merck quality assurance received a customer complaint for loose particle observed within the plastic dosing syringe kit. The patient (pt) reported they were getting ready to administer winrevair injection and noticed an object inside the syringe when trying to get the air bubbles out, pt spoke to clinical nurse educator and they advised her to call for replacement. Pt did not administer dose. Pt was the preparer and pt has received handling training. Pt discovered defect during step 20. Product was stored in refrigerator. Complaint was also reported to nurse clinical educator. No side effects reported. No further information available. Winrevair mat# 1049068 lot# y008514. Plastic dosing syringe mat# 70102572 lot# 3242408. Bd material# 309658 syringe 3ml ll euro 200 s/c. Bd batch #: 3242408.